Manufacturer narrative:
The device was not returned for evaluation. The customer reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) a day after the pod was activated. The adhesive was wet and she was not sure the cannula was in the skin. She changed the pod and gave a manual insulin injection to correct her bg.